Manufacturer narrative:
The technician did not duplicate the reported event but noted that the motor assembly and rotor bearings were corroded.

Event description:
It was reported that at the user facility the core impaction drill was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that at the user facility, the core impaction drill was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.